Manufacturer narrative:
(B)(4) - device manufacturing records were reviewed. (B)(4) - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a nurse that a vns patient's wound over device site never healed since implant. The patient was prescribed three courses of antibiotics and later decision was made to explant the generator and part of the lead. Additional information from the nurse indicated cultures were taken and they were scanty for staphylococcus aureus. At the moment, the plan is to implant another device when the infection has settled down.